Manufacturer narrative:
Date of event: exact date unknown, event occurred within the past two years from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief and instead experienced increase pain. It was also reported that the patients ipg site has been ruptured and had blood and puss. The physician believed that this was due to the placement of the ipg not flat against the buttock area. The patient underwent a revision procedure wherein the ipg was readjusted.